Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slide stainer was generating intermittent 'bath 3 not draining' messages. Customer reported that was a spill that appeared to be methanol. Bec customer technical specialist discussed replacing the waste line filter with the customer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Before bec field service engineer was able to visit the customer's site, customer contacted bec and reported that the issues have been resolved. Customer did not provide any information on how they resolved the issues.bec identifier for this complaint is (B)(4).